Event description:
The ge oec 9600 fluoroscopy system displayed checksum error.

Manufacturer narrative:
A ge oec service rep investigated the issue and although info is limited. This is related to the sram memory and the cmos battery is replaced to eliminate the error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.